Event description:
The customer reported that the touchscreen does not work well. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. A field service engineer (fse) was assigned and will calibrate the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The field service engineer calibrated the device, and the issue was resolved. The system meets the specification for the performed service and is returned to use.